Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had been set to enter critical override after 15 minutes of downtime however, during an unexpected downtime they did not enter critical override the customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not enter critical override. A technical support specialist had dialed into the server, identified that a subset of stations had been set to manual while others had been set to auto at 15 minutes, and confirmed that the facility auto critical override had not been set. The specialist then provided the customer with the exact configuration steps and closed the case at the customer¿s request. The system functioned as intended after the technical support specialist resolved the issue.